Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that there was a split in the balloon material 2 mm from the proximal bend and it extended for 1.5 cm. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide or any other gas¿do not overinflate¿using excessive pressure to inflate the balloon on this device can cause the balloon to rupture¿do not exceed the maximum rated burst pressure (listed on the label) for this balloon device. Do not pre-inflate the balloon. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: materials manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a percutaneous nephro lithotomy (ureter) using 2 ultraxx nephrostomy balloon and sets, both balloons burst while being inflated. The balloons were pulled out through the fascia. No unintended section of the devices remained inside the patient the patient experienced no adverse effects as a result of this alleged product malfunction. The patient did not require any additional procedures as a result of this occurrence.